Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips proactive monitoring system showed that on a bigbore oncology CT system at (B)(6), the left gantry control panel tilt back button is tick engaged. There was no report of harm to patient or operator.